Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl and sensor glucose was 40 mg/dl. Customer was eating but it kept giving her insulin. The blood glucose values were 66 mg/dl, 104 mg/dl and 102 mg/dl and sensor glucose values were 42 mg/dl anf 43 mg/dl. The insulin pump will not be returned for analysis.